Manufacturer narrative:
The following is a close out report by the foreign reporter. Investigation: a wheel on the sub-chassis was also found to be loose and had fell out, this was re-tightened. The back rest screws were loose and two were missing altogether. Observations: 5 other devices

Event description:
The pick up hook of the jib has become deformed and allowed the chair to be dislodged as a pt was being hoisted into the bath. The chair and pt did not fall to the floor and injury has not occurred. One person involved.